Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed with the sensor patch or adhesive. Removed the sensor plug and inspected the plug assembly and no failure mode observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, seizure and was unable to self-treat, requiring health-care professional (hcp) administration of intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.